Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off.

Event description:
A customer requested and RMA for a eg-2990i ((B)(4)) upper gi video scope for an issue of no video image. The issue occurred in the operating room prior to use. There was no report of patient injury, delay in procedure of other medical issue requiring intervention as a result of the issue.

Manufacturer narrative:
A device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 29 jan 2013 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The reported customer complaint of no video image was confirmed through evaluation of the device. Results of the device evaluation include a leak at remote control button case, failed dry leak test, failed wet leak test, video image has a white or red dot, control body root brace loose. The device was refurbished, cleaned, disinfected, angle adjustments, and video image calibration made and returned to the customer. If additional information become available, a supplemental report will be filed.